Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the tubing has air in it with the vent closed from the drip chamber to the pump. They use ICU chemoclave in between the b.braun tubing and the b.braun fluid bag. No patient involvement or injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) set without packaging was returned for evaluation. The spike was attached to another manufacturer's adapter and then spiked into an empty 250ml excel bag. The air vent was noted to be opened on the drip chamber of the b. Braun primary set. There was another manufacturer's adapter attached to the distal end of the primary set. All non b. Braun parts were detached from the set and were tested for occlusion and leakage per specification with passing results. In addition, the set was spiked and primed with normal saline, then ran on a space pump with no air in line, occlusion or any other alarms. No bubbles or air in line was observed in the tubing. The returned product was functionally tested per specification with passing results. The reported defect was unable to be replicated or confirmed. A review of the discrepancy management system (dsms) database was not performed because the lot number was reported as unknown. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.